Event description:
It was reported that the shim was found broken in the tray before the case as the ball pieces were missing from it. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have both of components disassembled / missing. The components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the shim was found broken in the tray before the case as the ball pieces were missing from it. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have both of components disassembled / missing. The components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.